Event description:
It was reported that the cannula curvature was incorrect on one (1),size m6sct, specialized single cannula tracheostomy tube. This was initially detected prior to placement when it was observed that the "distal end curves up too much." Although visually observed prior to usage the involved m6sct device was still placed. Patient reportedly began experiencing discomfort with the device fit and trachea placement. The m6sct device was removed upon receipt of a replacement m6sct. There was one (1) patient involved with no reported patient injury. The involved m6sct device was returned to the MFR for decontamination. Analysis and investigation on 09/29/1998.